Manufacturer narrative:
The customer's device was not returned to zoll for investigation. A zoll representative was onsite and attributed the customer report to a damaged onestep multifunction cable. The multifunction cable was replaced to resolve the customer report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the onestep pads of the associated defibrillator would not connect to the multi-function cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.